Manufacturer narrative:
Unit received unable to perform the displacement due to cracked and bleeding lcd. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. Customer stated that the crack at beside the battery compartment and accidentally dropped the insulin pump into a glue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.